Event description:
Consumer advised that upon removal of what she thought was a fully saturated tampon, there was a dry area at the innermost tip of the tampon that shredded off and remained in her vagina. No medical assistance required. Consumer removed fibers herself.